Manufacturer narrative:
The manufacturer is awaiting product return.

Event description:
It was reported that the patient had a pump reservoir volume discrepancy greater than 25% and the patient had a seroma around the pump pocket site that resolved on its own. The expected reservoir volume was 4.5 ml; actual reservoir volume was 14 ml. In 2008, a roller study was performed and was negative with completed rotation of 60 degrees. A dye study was not performed as the hcp was unable to withdraw from the catheter or push medication through it. The patient was not getting the pain relief he had originally. The patient underwent surgical revision on the following month, and it was found that his catheter had migrated out of the intrathecal space causing a "large lump in his back" and the catheter was twisted at the anchor site. Per the reporter, the pump was not sutured in pocket per manufacturer's recommendation. The patient recovered without sequela.